Manufacturer narrative:
H3. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to cap/stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cap/stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the paxgene® blood rna tubes, the stoppers came out. The following information was provided by the initial reporter, translated from japanese: this report is about frequent occurrence of the cap coming off. The caps of many products were found to be detached when the products were opened.

Event description:
It was reported that prior to use with the paxgene® blood rna tubes, the stoppers came out. The following information was provided by the initial reporter, translated from japanese: this report is about frequent occurrence of the cap coming off. The caps of many products were found to be detached when the products were opened.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to cap/stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cap/stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.